Event description:
It was reported that patient was experiencing inadequate stimulation and increased pain at waist area. The patient underwent an ipg explant procedure and the explanted ipg was not returned.